Manufacturer narrative:
This type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections weight, event, date received by manufacturer: additional information.

Event description:
Additional information: it was reported that gastrointestinal (gi) bleeding was not confirmed by diagnostic tests; it was diagnosed by symptoms. Colonoscopy and esophagogastroduodenoscopy (egd) revealed normal colonic mucosa throughout. No bleeding was found throughout the patient¿s entire colon.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient complained of dark black tarry stool. The patient presented to the clinic on (B)(6) 2019. Hematocrit was 18. The patient was transfused 1 unit of packed red blood cells (prbcs). The gastrointestinal (gi) bleed resolved on (B)(6) 2019.